Event description:
It was reported that the pt received an octad lead fixated with a titan anchor on (B)(6)-2011. The pt reported he was not feeling paresthesia in the right place and an x-ray was taken on (B)(6)-2011. The x-ray confirmed lead migration and the hcp decided to remove the the entire system. During removal on (B)(6)-2011, the hcp noticed that the titan anchor was separated from the silicon of the anchor. This titan anchor was manufactured after the design adjustment following on the field action.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.